Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a brachytherapy procedure, when the dispense button on the loader was pressed, the dispense button was hard and the seeds were allegedly difficult to eject from the loader. There was no reported patient injury.

Event description:
It was reported that during a brachytherapy procedure, when the dispense button on the loader was pressed, the dispense button was hard and the seeds were allegedly difficult to eject from the loader. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the affected lot number of the cartridge raw material and seeds. These lot met all release criteria. No issues were noted. Investigation summary: two empty seed cartridges were returned for evaluation. Per customer, one cartridge was defective and the other was from the same lot and without any issues. Both of them were placed in one bag and it was impossible to distinguish good vs bad cartridge. Upon initial inspection, the seed cartridges gates closed properly. No spring protrusion was noticed on the backside of the cartridges. Plunger travel appeared fine on both of them. Twenty seeds were loaded into both of the cartridges and inserted into a quicklink loader. All 20 seeds dispensed from each cartridge with no issues noted. Therefore, the investigation is unconfirmed for reported issue. A definite root cause could not be determined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.